Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
During follow-up with a customer, the customer mentioned to baxter (B)(4) that they attempted to replicate a condition with the microbore catheter extension set with one-link connector. According to the report, the extension tubing set had not yet been used and was clamped for two hours when a nurse attempted to open the slide clamp. When the clamp was taken off, there was a kink in the tubing located where the slide clamp had been. This resulted in a no flow. There was no patient involvement, patient injury, medical intervention, or adverse event associated with the report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.